Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that the "m" button on her onetouch ultra meter was not responding and that the casing on the front of the meter was allegedly worn. The medical surveillance specialist was unable to reach the patient for follow up questions and so the complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began approximately 3 weeks prior to contacting lfs. The patient denied managing her diabetes with medication and stated that she continued her normal diabetes routine despite the alleged issue starting. The patient claimed that immediately after the alleged issue began, she developed symptoms of "dizziness, dry mouth, thirst, confusion, sweating, and clamminess." It is not known if the patient received treatment as a result of the alleged issue. During troubleshooting, the cca confirmed that the subject meter was not being used for the first time and that there had been no misuse to the subject meter. The alleged issues were not resolved during troubleshooting and replacement product was sent to the patient. It is not clear how the alleged issues affected the patient's ability to test her blood glucose or how they caused/contributed to the onset of the reported symptoms. Since no clarification could be made the complaint is being reported as an adverse event because, the patient reported symptoms suggestive of a serious injury as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.